Event description:
It was reported that the patient's right atrial (ra) lead reported increased thresholds on hospital post check. Testing was performed with intermittent capture with variable thresholds. The physician scheduled an ra lead revision. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).